Event description:
A customer reported that during flap creation a low suction pressure error message displayed. The flap was finished but it was noted that the flap felt thin and an area at 10 o'clock did not open and there was an epithelial break. A bandage contact lens was placed on the eye and the patient is expected to heal without issue. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Testing on patient interfaces returned for suction issues consistently yielded passing results. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Reports of suction issues with the system patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).